Event description:
A nurse reported that during implantation of an intraocular lens (iol) the haptic broke during the implantation in both cases, the surgery prolonged, widened cut and placed corneal sutures, after replacing the injector, lenses were implanted without problems. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Iol (intra ocular lens) returned pressed down into well area of iol case base. A significant amount of solution is dried on both surfaces of the optic and haptics. One haptic is broken/torn and is partially adhered, the other haptic is bent. The optic is torn/split-cut, bent and scratched/marked-rejectable. Additional information: "after replacing the injector, lenses were implanted without problems". We are unable to confirm lens position in the cartridge for the advancement. The root cause may be related to the injector. The complainant indicates that after replacing injector, the reported damage did not occur. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).